Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a defective flash chip component. This report is made based on the results of an investigation completed on 11/22/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/22/2013 with the following findings: black box review shows no unusual ¿loss of prime¿ warnings, multiple consecutive alarms for a flash chip failure are observed on (B)(6) 2013. The pump powers ¿on¿ with an alarm, unable to clear the alarm. The display, the auditory and the vibration are fully functional. Unable to adequately investigate reported ¿unexplained loss of prime¿ due the persistent alarm. An alarm for a flash chip failure and is recorded in the black box. The pump¿s case was removed and the flash chip component was replaced, the pump was able to power ¿up¿, to prime and to exercise with no further alarm or warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.